Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter. 510(k): report is for one (1) unknown variable angle-locking compression plate-distal humeral plate (va-lcp dhp). Partial part number reported ¿ 04.117.xxxs. Other: part number unknown, lot number unknown; UDI number unknown. Unknown if reported device was implanted; if so, surgery reportedly occurred (B)(6) 2015. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while performing surgery for a distal humerus fracture, the surgeon attempted to insert variable angle (va) locking screws using both variable angle and predefined nominal angle technique to fix distal humerus plate. Reportedly, some va locking screws could not be locked into the plate and thread-like debris were detected. In time the surgeon ceased utilizing the torque limiter to lock the va locking screws. The surgeon utilized a 0.8nm torque limiter to perform the final fixation. There was a 15 minute surgical delay noted. No adverse consequences were reported. This report is for one (1) unknown variable angle-locking compression plate-distal humeral plate (va-lcp dhp). This is report 1 of 5 for (B)(4).